Manufacturer narrative:
(B)(4). Field service visit: a vyaire field service representative (fsr) evaluated the device onsite and replaced the front panel display assembly. The fsr performed the operational verification procedure (ovp) and user verification test (uvt), all passed. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. It was noted the touch screen/display assembly had scuffing to the touch screen at the lower right corner and center. The reported issue was confirmed and was isolated to damage from customer usage. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the touch screen is starting to falter and many controls will not respond to input. It is currently unknown whether there was any patient involvement associated with this event.